Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/08/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the keypad is intact, the ok and down keys are intermittently responsive to user presses. The keypad cover was removed to investigate; contamination was present under the ok, up, down and contrast key contacts. Unrelated to the complaint, the display was discolored and when a test screen was inserted, the screen had a normal contrast.